Event description:
Pt came to surgery center for replacement of defective infusaport that was placed in 1999. When port was removed the catheter appeared to be severed distal to 10 cm of catheter. A chest x-ray revealed the distal end of the catheter in the pulmonary artery. Pt was transferred to hosp for radiologic retrieval of catheter.